Event description:
During a cardioversion on a pt (age & gender unk) the device failed to discharge while in sync mode. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.